Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the anchor l IFU indicates that instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, and disposal attention. Conclusion: the plausible root cause of the reported event is a user applied overload.

Event description:
It was reported that; a rigid drill broke off inside patient while being used by the surgeon. The drill was attached to the standard handle and used by hand.

Event description:
It was reported that; a rigid drill broke off inside patient while being used by the surgeon. The drill was attached to the standard handle and used by hand.